Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal to mid portion of a non-tortuous lad, the quantum balloon ruptured at 15 atm's . The number of inflations performed is unk. The pt was asymptomatic during this event. No info is available regarding the size and type of the introducer sheath, the guide catheter, or the inflation device used in this procedure, however, a neo's guidewire of unknown size was used. The quantum balloon was removed and discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as "good".